Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the eyes, lower face, neck, chest, and hands and two days post treatment noticed 15 blisters on the left side of the face and neck. Plastic eye shields were used and refresh liquigel, tetracaine 0.5% was used for eye shield lubrication. Reportedly, a message stating that the heat limit was exceeded was prompted on occasion throughout the treatment and the operator slowed down the treatment speed. A cryogen icon also appeared on the screen and the operator replaced the cryogen cannister. Additional information has been requested but has not been received.

Manufacturer narrative:
An evaluation of the two treatment tips indicated that there were no causals or defects found. The tips'' surfaces and dielectric membranes are intact. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of lack of full or inconsistent contact with the patient's skin, insufficient force during rep delivery, release of handpiece/foot pedal button before delivery is complete, failure to follow on-screen directions, rf noise, poor rf delivery efficiency, and empty cryogen can/fault in cooling system. A failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or abnormalities found related to the reported event. The reported adverse event is a known procedural complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.